Manufacturer narrative:
The affected device has not yet been returned.

Event description:
Infutronix received a power issue of the device from a user facility representative on (B)(6) 2019 that "I have a pump on my desk that was returned from one of our facilities for the following reasons (their words): when the pump boluses the screen goes blank. It's making a sound that doesn't sound like the others - it's a slow grinding sound. When the cassette is removed the screen says upstream occlusion instead of cassette loading error. The patient's blood sugar was very high then low and it appears to be from the pump not bolusing correctly. The serial # of the pump is (B)(4)." Infutronix followed-up with this representative on (B)(6) 2019 and obtained additional information: "medication infused: saline/insulin date event noticed: we pulled the pump out of service in december because it would give a software error message. We tried to use it again a few weeks ago and it had all the other problems. Patient injury: it was being used on a patient. We switched to a different pump and were able to get her blood sugar numbers back down to normal. (No) device operator: our medical technician was operating the pump" . No other patient information was provided to infutronix.

Event description:
This is a follow-up for the initially filed MDR (3011581906-2019-00005).

Manufacturer narrative:
The issue that "when the cassette is removed the screen says upstream occlusion instead of cassette loading error" was confirmed. The device was sent back to the contract manufacturer and evaluated for the reported issue. It was determined that the reported issue was caused by the pump cpu flash rom data loss. - attachment: [evaluation report for complaint-(B)(4).pdf]